Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a abscess (cellulitis) of the pod site. The site was red and swelling. For treatment, the abscess was lanced and a tissue was removed. The patient was prescribed doxycycline monohydrate 100 mg to take 1 tablet, twice a day for 10 days. The pod was worn between 36 and 48 hours on the arm. The patient is allergic to the adhesive of the pod. The patient was discharged on the same day.